Event description:
The customer reported that his blood glucose readings obtained with the contour® next ez meter did not align with the symptoms he experienced, which included dizziness and tiredness. He stated that he administers 12 units of insulin when his readings are between 125 mg/dl and 200 mg/dl, and 14 units when readings are between 201 mg/dl and 250 mg/dl; however, he does not recall the insulin dose taken at the time of the event. The customer experienced sleepiness and fatigue and subsequently lost consciousness. He was taken to the hospital, where a blood glucose reading of 202 mg/dl was obtained. The customer recovered well. He does not recall whether any treatment was provided during the hospital visit. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.